Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. Investigation results will be sent in the medwatch report - follow-up #1.

Event description:
"Port catheter disconnected from the port". "No, the patient was not injured. The disconnection occurred at the during removal of the 6f baby port during routine removal post treatment."